Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: review of the black box data revealed no record of time/date reset. On investigation, the pump was exercised for 24 hours without incident. The battery was then removed from the pump for a period of hours. The time and date on the pump reverted to the factory default setting. The complaint was duplicated on investigation. The pump was opened for investigation and revealed the internal clock battery was leaking and not able to hold a charge. Unrelated to the original complaint, the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; resets to factory default setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.